Event description:
The customer reported that while preparing to wean from cpb, a trickle (20cc) of blood was noticed coming from the mps (bottom left under the front door). After successful termination of cpb, the red door was opened and blood was noticed along the bottom left side of the pouch. There was an inside seam failure on the blood side of the pouch. There were no signs of a problem, while delivering any of the cardioplegia doses. All normal procedures were followed in returning from bypass. The sample was returned to quest for evaluation. Product code 5001102; lot number 26663.k09.